Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized in the morning of (B)(6) 2015 and passed away in the evening. The cause of death was kidney failure and bowel coming out. The caller stated that the customer had kidney failure, heart disease, had gotten sick in the early hours of (B)(6) 2015, was taken to the emergency room, and everything went downhill from there. The caller stated that the customer was getting high blood glucose leading to illness spiking due to sickness and kidney function going down to eight percent. The customer had an infection the night prior to passing away. The customer's blood glucose was brought down to 220 mg/dl at the time of passing. In the morning of hospitalization, the insulin pump was by the hospital and the customer was placed on insulin drips. The customer did not use sensors. The caller agreed to return the insulin pump for analysis. The insulin pump has been without a battery since the customer's passing.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with no battery installed. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner and cracked battery tube threads.